Manufacturer narrative:
Correction: date of event from (B)(6) 2014 to (B)(6) 2014.

Event description:
It was further reported that the lead was reprogrammed.

Event description:
It was reported that the right ventricular (rv) lead exhibited increased thresholds and no capture. Diagnostics revealed that the rv lead had perforated the ventricle. The lead was repositioned and remains in use. The patient is enrolled in the (B)(6) clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Products: 457453 lead implanted: 2014 (B)(6). (B)(4).